Manufacturer narrative:
(B)(6) 2015. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "abscess described as ¿draining, painful, red, [with] inflammatory nodules [that] were draining to the surface of the skin," and sarcoidal granulomas are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: warnings: ¿ "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Precautions: ¿ "patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. "Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness." "Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%)." Post-market surveillance: "juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009." "As of (B)(6) 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities." "Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Healthcare professional reported after injection with juvuerm voluma&#59416;c in the cheeks, the patient developed an abscess described as draining, painful, red, [with] inflammatory nodules [that] were draining to the surface of the skin in the injection sites 11 days after injection. A biopsy confirmed that the patient had sarcoidal granulomas. Patient has been treated with ciproflaxin, biaxin, prednisone, kenalog, and minocycline. Lab work consisting of "cbc, cmp, ca ++, ace level, and sinus film/chest x-ray" have been performed with unspecified results. Symptoms are ongoing. Patient had prior swelling and scarring from a previous injection with possible juvuerm voluma c in the cheeks a month prior to this reported injection; patient experienced similar symptoms overall, except for scarring. Symptoms are ongoing.

Manufacturer narrative:
The events of fever, chills, severe scarring/disfigurement, and foreign body allergic reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Etiology has been determined to be a foreign body allergic reaction to juvéderm voluma® xc, proven by a biopsy. Patient had also developed a fever and chills. Additional treatment of hyaluronidase, minocycline, biaxin, kenalog, and oral prednisone have been given. The patient was treated with pure hyaluronidase several times. All of the bacterial cultures were negative, including pcr for atypical mycobacteria. The patient is left with "severe scarring/disfigurement.¿ this is the same event and the same patient reported under MDR ID #3005113652-2015-00704 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm voluma® xc, also a device manufactured by allergan.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly or change in connection with this complaint were recorded. This complaint is the third one with ¿edema¿ event, the second one with ¿drainage¿ and ¿pain¿ events reported for this batch. The sterilization cycle is registered as conform.

Event description:
Healthcare professional reported after injection with juvederm voluma xc in the cheeks, the patient developed an abscess described as "draining, painful, red, [with] inflammatory nodules [that] were draining to the surface of the skin in the injection sites 11 days after injection. A biopsy confirmed that the patient had sarcoidal granulomas. Patient has been treated with ciproflaxin, biaxin, prednisone, kenalog, and minocycline. Lab work consisting of "cbc, cmp, ca ++, ace level, and sinus film/chest x-ray" have been performed with unspecified results. Symptoms are ongoing. Patient had prior swelling and scarring from a previous injection with possible juvederm voluma xc in the cheeks a month prior to this reported injection; patient experienced similar symptoms overall, except for scarring. Symptoms are ongoing.